Manufacturer narrative:
Upon device return, the catheter was returned in three segments. The distal end of segment 1 did not match the proximal end of segment 2, while the distal end of segment 2 matched the proximal end of segment 3. This indicates there is a missing catheter between segment 1 and 2. There was no occlusion notice during analysis. The catheter body was melted at or after explant, however, this did not affect infusion.

Event description:
It was reported the catheter couldn¿t be aspirated. It was noted the dosing was increased. The catheter was explanted and replaced. There was no patient injury. The patient recovered without sequela. It was not known why the catheter couldn¿t be aspirated. No dye study was performed. The drug being delivered via the device system was lioresal. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.